Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer was unable to turn on normally and would shut down sometimes. Sensing failure was also noted as well as analyzer malfunction. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported analyzer malfunction; analyzer would intermittently lose communication with programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.